Event description:
The field service engineer reported a broken door. Information was not provided regarding whether or not the problem occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The field service engineer was unaware of any reports of patient injury or medical intervention. No additional information is available.